Event description:
It was reported that the patient was experiencing a shocking or jolting sensation. The patient felt the shocking sensation intermittently. Shocking did not occur with stim off, only with stim on. The event or symptoms occurred following some form of trauma. The patient had a car accident on (B)(6) 2012 and intermittent shocking started after that event. Current impedance measurements were normal. Electrode impedance are in 500-700's. Shocking seemed to occur more often while the patient was standing, walking and sitting but did seem generally random in nature. After the accident, stim was still in same target areas - low back bilateral leg areas. The patient also had some stomach stim but he was also getting that prior to the accident. The patient didn't note any particular changes at pocket area, but did note more soreness generally on that side of his body since the accident. They hadn't done any reprogramming yet and will consider this, though the patient's stim coverage was good at this time. The patient location was the clinic. Follow up information received noted that the patient was to be seen for evaluation by the implanting surgeon. No further treatment was done at this time. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported that the patient had an x-ray on (B)(6) 2012. The x-ray showed that the leads were in place and there was no fracture or dislodgement of the lead. No hospitalization was required and the patient outcome was listed as "no injury."

Manufacturer narrative:
Concomitant medical products: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2010. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient. (B)(4).